Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/13/2020. Additional information has been requested, however not received to date. How was case completed?, was the reservoir replaced?, please verify the lot. Device return status/ follow up. Attempts to obtain additional information and the device have been made with no response to date. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a laminectomy, on (B)(6) 2019 and a reservoir was used. The reservoir was activated, then the patient was moved to ICU. But after moving to ICU, it was noticed that negative pressure was not applied in the reservoir. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/16/2020. H3 evaluation: product received for analysis. Incoming inspection record used to manufacture this lot was reviewed and all inspections were accepted. Component met with requirements of drawing and raw material specification for y-body was found in good condition. Entrance plug was able to be connect. Locking mechanism of reservoir was checked to verify its condition. The sample was evaluated, and during this evaluation, it was noticed that the latch of the plate and its mechanism was in good condition, in addition to it was able to be activated and de-activated several times with no issues. Therefore, is considered these material factors do not contribute to the reported complaint defect disconnect without any issues. Plug didn¿t detach easily. In accordance to instructions for use (IFU) for this medical device, this is a suction reservoir, and it is designed to evacuate potentially detrimental collection of certain fluids from wounds in body cavities though its mechanism of suction. Therefore, in order to have a proper functionally and for the correct activation of this suction reservoir it is necessary that after drain tubing is connected to the port, start the suction by gently bending up the bottom flap, the unit will release, and suction will begin, in addition, an airtight seal between all system components (drain, adapter, and reservoir) is necessary for proper system function. To deviate the given indications is considered an inadequate usage of this suction reservoir. Therefore, it is considered that this man factor could have affected the product integrity and its function. Welding around the ports and in the perimeter of the bag was inspected and it was in good condition, there was no presence of weak welding or over welding that could cause a leakage. The reservoir was activated while the caps were inserted on the ports expecting that no air will go into the reservoir, then, the bag did not inflate. It means that there is no damage on the film of the reservoir. Therefore, it is considered that the machine factor does not contribute to the reported complaint defect. Reservoir didn¿t present any damage or tears on the front or the back side. The plate was activated, port closed, and the swelled reservoir was pressed to verify if there could be any visible leak. No leak could be identified. Therefore, is considered this method factor does not contribute to the reported complaint defect. Based on the present analysis, and condition of the sample received it is determined that the reported complaint is not verified and is not related to manufacturing process and other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturer control.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/12/2020. Additional information: h4. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
Product complaint (B)(4). Date sent to FDA: 8/28/2020.